Manufacturer narrative:
(B)(4). Concomitant medical products: femur trabecular metal cruciate retaining (cr) narrow porous item# 42502205802 lot# 64894501. Natural tibia trabecular metal two-peg porous fixed bearing right size d item# 42530006702. Lot# 64696346. Articular surface medial congruent (mc) right 11 mm height use with tibia sizes c-d/cr femur sizes 4-5 item# 42522100311 lot# 64821566. Nexgenâ® complete knee solution, trabecular metalâ¿¢ standard primary patella item# 00587806532. Lot# 65019535. Biomet bc r 1x40 us item 110035368 lot# y11baa2101. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent the revision surgery due to pain in the knee. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Product was not returned or pictures not provided. Visual device evaluation could not be performed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. This device is used for treatment. Medical records were reviewed. Significant findings include no hardware abnormality detected. Bone quality appears normal. Large suprapatellar joint effusion and edema in hoffa's fat pad is nonspecific. Although nonspecific, a suprapatellar joint effusion as well as edema in hoffa's fat pad can be secondary findings related to several nonspecific etiologies which can account for pain. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.